Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced 01-dec-2022 for an issue related to "system fault". Functional tests were performed, and the customer's reported problem was verified. The most probable cause for "system fault" is error code 112 which would be due to an intermittent motor. In order to correct the problem, the motor was replaced as well as the front/rear housing, housing seal, syringe, battery cap, keypad and rear label. The device has since passed all functional tests.

Event description:
It was reported that the device had system fault. No customer damage reported. This issue is not related to physical damage/abuse. No delay of therapy. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.